Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of a coronary stenting procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during the european congress conference, there was a case discussed involving a 3.50x15mm xience alpine stent delivery system. On an unspecified date, the patient presented with a myocardial infarction and the xience alpine stent was implanted for treatment. The patient was reportedly compliant with dual antiplatelet drug therapy (dapt) after the procedure. On (B)(6) 2018, the patient returned due to another heart attack and in-stent thrombosis was confirmed via angiography. Type of treatment and final patient outcome are unknown. No additional information was provided.